Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified. The failure investigation has been completed. Based on the analysis, the alleged low blood glucose issue could not be verified.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that customer experienced a low blood glucose (bg); bg value or cause not provided. Reportedly, customer reverted to manual injections.